Manufacturer narrative:
The complaint of a subcutaneous leak was confirmed, but the exact cause is unk. Fluid leaked from two semi-circumferential splits in the 4 fr groshong tubing. The splits were located 2.8" and 3.0" from the distal tip of the strain relief oversleeve. It is possible that the catheter was in a location that was vulnerable to kinking; however, the exact cause of the damage is unk. No defects related to the manufacturing process were noted on the complaint sample. A chr of lot# reuf1026 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the line was placed, PICC used for 5th cycle of epirubicin. No previous issues noted or documented. Line not sluggish or occluded. Epirubicin administered bolus, no problems. When gravity saline drip administered pt complained of tingling feeling inside the arm. Saline stopped. PICC aspirated 10ml syringe bled back- no issues. Two holes noted either side of 43cm marking-PICC inserted to 46cm, so fracture occurred within vessel.